Manufacturer narrative:
(B)(4). Date sent: 10/23/2020. D4: batch #u5ce4g. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with a gst60b reload not loaded on the device. The reload was received unfired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which lead to the device not been able to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife moved forward all the way, but did not return to home position at the 4th firing on the stomach. The manual override lever was used to return. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.